Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump had physical damage. Customer's blood glucose was 115 mg/dl. Customer reported that the top portion on reservoir compartment was cracked and breaking off. Customer reported that reservoir locked in, but not properly. Customer was advised that insulin pump would need to be replaced.